Event description:
It was reported that during preparation for a declotting treatment procedure, the customer "opened the balloon package, pulled the balloon catheter, flushed the balloon, then noticed that balloon separated from the catheter." The procedure was successfully completed with another of the same device. There were no reported patient complications and the current patient status is reported as "ok".